Manufacturer narrative:
Evaluation method the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported a red and raised skin irritation on her right side under the ECG electrode. The patient's physician prescribed a cream for the irritation. Follow-up indicated that the skin irritation was improving.